Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the first activation appointment in situ measurements showed affected channels, all in the apical region of the array. Hearing performance is reportedly affected. There has been no report of accident or trauma. Scans will be organized to check the positioning of the electrode array.

Event description:
At the first activation appointment ((B)(6) 2018) in situ measurements showed 5 affected channels, all in the apical region of the array. Recipient had appropriate pitch perception and loudness growth on activated channels. There has been no report of accident or trauma. Patient has a slow growing intracanalicular acoustic neuroma. The implantation surgery was reportedly long as a tumor removal was performed prior to the cochlear implantation. The recipient was seen again in (B)(6) 2018. Per ent report the cochlear nerve is clearly functioning and a change in the cochlea may have occurred in the immediate post-operative period in view of the extensive surgery required to remove the acoustic neuroma. A course of steroids was started but did not improve the hearing performance issue. Steroids may have been prescribed due to acoustic neuroma removal. There has been no improvement with the steroid therapy. It was decided not to proceed with re-implantation so soon after the acoustic neuroma surgery.

Manufacturer narrative:
Conclusion: as per information from the field, the recipient has elevated impedances on apical channels of flex electrode. The reason for this issue is unclear; however, as the impedance of some channels returned either to normal or lower impedance values, a device malfunction or a damage to the active electrode appears unlikely. Also, expert in situ measurements at lower stimulation rates show viable channels. Per ent report a change in the cochlea may have occurred in the immediate post-operative period i.e. Following the extensive surgery required to remove the acoustic neuroma which was performed just prior to the cochlear implantation. Additionally, a post-operative migration of 2/3 channels out of cochlea has been observed; these channels are still within normal limits. Currently there are no plans for explantation. However, to determine an exact root cause, a device investigation of the explanted device is necessary. This is a final report.